Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Extended charge times were observed. A loud pop from the device was observed during one of the capacitor maintenance checks. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported charge time anomaly was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for further analysis and an anomalous capacitor was found to be the cause of the reported charge time anomaly.